Manufacturer narrative:
Product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient was trying to charge the recharger, but saw the charge your recharger message. The patient stated the desktop charger status light was illuminated. It was stated the connector felt secure in the casing, however the rubber casing on the desktop charger was loose and wires were visible. The patient stated that the ins battery went dead and she lost stimulation. It was reported the cord was frayed. Patient was issued a new desktop charger. There were no reported complications and no further complications were expected. Patient was implanted for peripheral neuropathy and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger.  Analysis of the recharger c0531403 found evidence of a bent connector pin sheath with the internal pins missing. If information is provided in the future, a supplemental report will be issued.